Event description:
It was reported that during use of this crosspin drill bit with u-guide for an acl repair, the drill bit broke during drilling of the lateral tunnel. In addition, the other end of the drill bit neck was stuck in the u-guide. The surgeon made a wider (open) incision and used surgical instruments to remove the broken drill bit from the surgical site. There was approximately a 30 minute delay related to this event, and the surgery was completed using an alternate surgical technique.

Manufacturer narrative:
Conmed linvatec received this device for evaluation. A visual examination found the proximal end of the drill bit lodged in the u-guide and the drill, but broken in the shaft area. An investigation of this failure remains in process. A follow-up will be sent upon completion. Associated report: 1017294-2009-00098.